Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. 1. Does the author/surgeon believe that ethicon products (vicryl suture and silk suture) involved caused and/or contributed to post-op complications (infection and cardiac tamponade) described in the article? Please specify. 2. Does the author/surgeon believe there was any deficiency with the ethicon products (vicryl suture and silk suture) used in this study? 3. If yes, please provide patient demographics for the patient that experienced the post-operative complications (infection and cardiac tamponade)? 4. Was this case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation:heart and vessels (2021) 36:882¿889 https://doi.org/10.1007/s00380-020-01761-3 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-09638.

Event description:
Title: safe and effective transvenous lead extraction for elderly patients utilizing non-laser and laser tools: a single-center experience in japan surgeons retrospectively analyzed the characteristics, device type, indications, procedures, and clinical results for tle in a younger group (yg; 15¿79 years of age; n = 48) and an elderly group (eg; = 80 years of age; n = 27) of patients who underwent percutaneous tle between april 2014 and december 2019 at the hospital. Two silk suture (ethicon) ties were secured around the outer insulation of each lead. A laser sheath was passed over the lead body until the first binding site was reached. For post extraction procedure the pocket was drained and closed with 2-0 vicryl sutures (johnson and johnson, new brunswick, nj, USA), and the patient was transferred to the intensive care unit for 24 h. Reported complications reported infection, cardiac tamponade although the hemodynamics stabilized after 800 ml of blood was drained percutaneously, the cardiovascular surgeons open the chest and repair a tear in the ra appendage. The patient was discharged in good condition. In conclusion the success rates of tle were high in the eg, with no complications, with extraction being the indication for infection in all eg patients. Percutaneous tle was safe and effective in elderly patients using both non-laser and laser techniques.